Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('device migration/migration'), genital haemorrhage ('bleeding/heavy bleeding') and autoimmune disorder ('auto-immune symptoms') in an adult female patient who had essure (batch no. Dm10849, a20057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital warts, cholecystectomy, hemorrhoidectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included hypersensitivity with avelox. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), back pain ("back pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), migraine ("severe migraines"), photosensitivity reaction ("sensitivity to sunlight"), fibromyalgia ("fibromyalgia") and menstrual disorder ("unusual periods"). The patient was treated with surgery (ablation surgery). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, back pain, abdominal pain lower, menstruation irregular, alopecia, fatigue, arthralgia, anxiety, depression, headache, migraine, photosensitivity reaction, fibromyalgia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, menstrual disorder, menstruation irregular, migraine, pelvic pain, photosensitivity reaction and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on an unknown date: abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Added event unusual periods. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('device migration/migration'), genital haemorrhage ('bleeding/heavy bleeding') and autoimmune disorder ('auto-immune symptoms') in an adult female patient who had essure (batch no. Dm10849, a20057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital warts, cholecystectomy, hemorrhoidectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included hypersensitivity with avelox. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), back pain ("back pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), migraine ("severe migraines"), photosensitivity reaction ("sensitivity to sunlight") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation surgery). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, back pain, abdominal pain lower, menstruation irregular, alopecia, fatigue, arthralgia, anxiety, depression, headache, migraine, photosensitivity reaction and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, photosensitivity reaction and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on an unknown date: abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('device migration/ migration'), genital haemorrhage ('bleeding/heavy bleeding') and autoimmune disorder ('auto-immune symptoms') in an adult female patient who had essure (batch no. A20057, dm10849) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital warts, cholecystectomy, hemorrhoidectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included hypersensitivity with avelox. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), back pain ("back pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), migraine ("severe migraines"), photosensitivity reaction ("sensitivity to sunlight") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation surgery). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, back pain, abdominal pain lower, menstruation irregular, alopecia, fatigue, arthralgia, anxiety, depression, headache, migraine, photosensitivity reaction and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, photosensitivity reaction and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on an unknown date: abnormal. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('device migration/migration'), genital haemorrhage ('bleeding/heavy bleeding') and autoimmune disorder ('auto-immune symptoms') in an adult female patient who had essure (batch no. Dm10849-inv, a20057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital warts, cholecystectomy, hemorrhoidectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included hypersensitivity with avelox. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), back pain ("back pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), migraine ("severe migraines"), photosensitivity reaction ("sensitivity to sunlight"), fibromyalgia ("fibromyalgia") and menstrual disorder ("unusual periods"). The patient was treated with surgery (ablation surgery). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, back pain, abdominal pain lower, menstruation irregular, alopecia, fatigue, arthralgia, anxiety, depression, headache, migraine, photosensitivity reaction, fibromyalgia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, device dislocation, fatigue, fibromyalgia, genital haemorrhage, headache, menstrual disorder, menstruation irregular, migraine, pelvic pain, photosensitivity reaction and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5, the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Smear cervix - on an unknown date: abnormal. Lot number dm10849 is invalid. Lot number: a20057 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.